Event description:
It was reported that (1) scb45 was used during a "vats" procedure. It was reported by the affiliate that the articulating lever broke. Opened another device to complete the case. There was no consequence to pt.